Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that per the patient the scs was not effective for their pain and they elected to have the system explanted. The devices were discarded by the customer and were not planned to be replaced. It was unknown if there were environmental factors that contributed to this event. There were no diagnostics reported. It was asked but unknown when this issue started. The issue was reported to be resolved. Patient weight and medical history were asked but would not be made available. The patient was alive with no injury. No further complications were reported.